Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37702 serial# (B)(4) showed no significant anomalies and was functionally fine. Visually there were scratches on the can and the grommet was loose/missing with foreign material in then connector ports and under the cover. There were no issues with telemetry and a good stable output was received at the electrode pairs ins had when it was received. Longevity testing showed an elective replacement indicator (eri) between 0 and 2.69 months and an end-of-service (eos) of 5.69 months.

Event description:
It was reported that the implantable neurostimulator (ins) had early battery depletion and was replaced. The ins was at end of life after 6 weeks of use. Impedance readings showed >10000 ohms on some of the electrodes and electrode pairs. The pt recovered without sequelae.